Event description:
The device stuck and would not open, the user activated it and tried to release it but it would not. The user then used cautery scissors to cut into side of the tissue and remove the device. The user was then able to open the jaws with two hands once removed from the cannula. The case was finished with a similar device. There was no reported injury to the patient.